Manufacturer narrative:
Initial.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked and unresponsive touchscreen that rendered the device unusable and required replacement, with the patient transitioning to backup therapy; the device problem involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with physical damage from impact, with the device problem characterized as a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.